Manufacturer narrative:
(B)(4). It was reported that calcification was noted in a common femoral artery. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other proglide device referenced is being filed under a separate medwatch report.

Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a proglide with a 7fr sheath, after a coronary interventional procedure. Reportedly, the proglide device was deployed; however, hemostasis was achieved. A second proglide was used, but a cuff miss occurred. A sheath was placed in the artery to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents for device operates different than expected/needle to cuff miss reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.